Manufacturer narrative:
The reported event of loss of captures was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation it was observed the patient's right ventricular lead was failing to capture. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.